Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that the unit will intermittently power off while it was plugged into ac power, but it was noticed that the unit would power back on when ac power was removed. The customer did not indicate if the unit powered off while on battery power. Also, customer states that the green ac power led does illuminate when ac power is applied, however, when the unit is powered on with either ac or battery power, he notices that the green battery indicators and the yellow alarm limit indicator led will flicker slightly. The device was on a pt when it first powered off. Customer states there was no audible or visual alarm. There was no pt harm. No consequences or impact to pt.